Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of over 600 mg/dl. The insulin pump will not be returned for analysis

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is june 11, 2018. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The supplemental report had the incorrect aware date. The correct aware date is 15-may-2018.